Event description:
Customer reported via phone, the sensor was giving inaccurate readings which triggered the threshold suspend feature on the insulin pump when customer's blood glucose was not low. Sensor reading was 49 mg/dl and blood glucose was 148 mg/dl. Troubleshooting was performed and customer was advised to turn off the sensor for a period of time and ensure to calibrate when stable. Customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.